Event description:
It was reported that pump experienced malfunction alarm identified as Malf 16, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Completed required online form on behalf of customer, provided reset instructions, assisted with resetting pump, and verified malfunction did not recur; customer was advised to continue using pump and to call back if any malfunction alarm returned and confirmed understanding of instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.